Manufacturer narrative:
Clarification to section c. Suspect product: lot number ld-19669-c. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data: section c. Suspect product, d4, h4, h6.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 5ml of harmonyca lidocaine. Approximately one month later ,the patient received touch-up treatment with 2.5ml of harmonyca lidocaine. On both treatments the patient was concomitantly treated with topical pre-treatment anesthesia and concomitantly takes ozempic, valacyclovir and concentra (pls unfreeze med hx adhd). Approximately nine months later, patient experienced non device related "physical assault with musculoskeletal and cranial trauma." Patient was hospitalized and had a CT scan confirming bone fractures in right scapula, right tibia and fibula, right middle finger and 3 left ribs. Patient undergone surgical reconstruction of right tibia and fibula. Patient was discharged 11 days after admission. A month later, patient had a right side craniotomy due to intracranial bleeding on right side of cranium. Approximately 2 months later, patient had manipulation under anesthesia for right knee for. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2024-0011039 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the 2nd (touch-up) injection.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f08. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events of musculoskeletal and cranial trauma, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 5ml of harmonyca lidocaine. Approximately one month later ,the patient received touch-up treatment with 2.5ml of harmonyca lidocaine. On both treatments the patient was concomitantly treated with topical pre-treatment anesthesia and concomitantly takes ozempic, valacyclovir and concentra (pls unfreeze med hx adhd). Approximately nine months later, patient experienced non device related "physical assault with musculoskeletal and cranial trauma." Patient was hospitalized and had a CT scan confirming bone fractures in right scapula, right tibia and fibula, right middle finger and 3 left ribs. Patient undergone surgical reconstruction of right tibia and fibula. Patient was discharged 11 days after admission. A month later, patient had a right side craniotomy due to intracranial bleeding on right side of cranium. Approximately 2 months later, patient had manipulation under anesthesia for right knee for. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2024-0011039 (abbvie complaint #(B)(4)). This MDR is being submitted for the 2nd (touch-up) injection.

Event description:
Additional information reported symptom has resolved.

Manufacturer narrative:
Corrected data: b5, h6.